Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged the pump emitted a call service 069 alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. The battery compartment was found to be cracked.